Manufacturer narrative:
The customer indicated the use of a qualified company cartridge. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The handpiece was not provided. It is unknown if qualified products were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number the manufacturer internal reference number is: (B)(4).

Event description:
A nurse unit manager reported that during an intraocular lens (iol) implant procedure the lens was stuck in cartridge with patient contact. Additional information has been requested; however, further information has not been received.